Manufacturer narrative:
Investigation is on-going. The servicing dealer evaluated the wheelchair and confirmed the failure mode. The seat lift detached from the upper mounting location in the chassis which damaged the component. The dealer was supplied a new replacement seat lift to perform repairs. The root cause of this failure is current unknown. The servicing dealer is returning the defective item to permobil for inspection. Upon completion of the manufacturer's evaluation a follow-up report will be submitted and will contain any missing information not documented in this report. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
The patient was occupying the wheelchair while being transported in a vehicle. Reports are the seat lift component in the chassis detached from the mounting location causing the seating system to lean. The patient hit their head sustaining injury on a portable ramp and taken to the hospital to get stitches. The exact date of the event is unknown. Incident occurred sometime in (B)(6) 2018.

Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "improper service / maintenance". The previous service dealer (multiple exchanges of ownership/personnel and no longer performing service on this device) installed a replacement seat lift in 2014. Failure analysis of the returned component shows improper hardware used to attach the item to wheelchairs chassis. As a result, one of the two upper mounting bolts loosened up and fell out leaving the component partially secured to chassis, over time the remaining upper mounting bolt broke under pressure from loose seat lift assembly and therefore resulting in detachment from the chassis causing the seat to fall forward and in turn damage this component. The seat lift was not installed according to manufacturer's specification. Permobil and the current servicing dealer has worked together to ensure that the new seat lift is installed properly according to manufacturer's spec. As for the suspect dealer involved in this installation problem for the seat lift installment in 2014. This dealership has been acquired by several different owner's since 2014. This dealer is curently owned by protech home medical (canadian company). The management at this dealership was made aware of the improper installation of the seat lift and reports that all involved operating staff back in 2014 are no longer employed. The acting manager agreed to conduct a meeting with the current staff and use this incident as an example to demonstrate the importance of installing equipment according to the manufacturers specification, actions being a preventive measure. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.